Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Closure trigger top, release button. The (B)(4) device was received for analysis with the anvil closed, with the release button missing and without a reload present. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the release button and the closure trigger top were noted to be damaged and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component and release button if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used during a bariatric sleeve gastrectomy. The device was fired, but on the 3rd firing, the jaws of the stapler was not able to open up. When they tried to open with the anvil release button, the release button was broken. Another device was used to complete the case. There was no adverse consequence to the patient.